Event description:
Overdelivery reported. The pump was to be set to infuse 1000ml d5.9ns at 100ml/h. A nurse noted that the entire container infused over approx. 4 hours. It was then observed that on 08/05/1999 at 10:15 a.m., the pump had inadvertently been set to infuse at 100mcg/kg/min instead of 100ml/h. The pt did not experience any adverse effects. The IV fluids were reduced to a keep vein open rate. No add'l info was available.